Manufacturer narrative:
Device was not returned to manufacturer.

Event description:
Nurse reported the customer was admitted to the intensive care unit due to hypoglycemia. The customer started infusion device therapy on (B)(6) 2014, and her normal blood glucose is 150 mg/dl or slightly higher. Her blood glucose was 84 mg/dl at 12:21 p.m. On (B)(6) 2014, and she ate a banana and took a nap. Her son found her unresponsive and called the paramedics around 6:00 p.m. Her blood glucose was 22 mg/dl on the paramedic's meter. She was given an injection, which raised her blood glucose to 200 mg/dl, and was taken to the hospital after she did not regain consciousness. She was on a ventilator at the time of the report. The insulin cartridge had been changed on the day of the event. The history was viewed, and it was found programmed boluses were not delivered due to a communication issue and these boluses were not manually entered on the infusion device. Nurse reported the customer boluses 10-12 units per meal, per physician's recommendation, and she has a history of fluctuating blood glucose levels. A request was submitted for additional product training for the customer, nurse, and physician. No product will be returned for evaluation. Three attempts were made to contact nurse to clarify the cause of hypoglycemia, but these were not successful. No further information is available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.